Manufacturer narrative:
E3: address line 1 (B)(6). Address line 2 (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device included damaged downstream occlusion (dso) seal, and the customer problem was duplicated. The dso seal as replaced to correct the primary problem.

Event description:
It was reported that the device membrane is damaged. There was unknown patient involvement.